Manufacturer narrative:
Additional information was received that this issue occurred while testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were conducted and the pump was visually inspected. The reported failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +8.9%. There was no reported adverse event.